Event description:
A consumer reported that he treated a wart on his wife's elbow once with the point's product and a blister formed the next day. The consumer reported that he held the applicator bud to the wart for 40 seconds. Five days later, the blister ruptured. The consumer's wife went to a general practitioner where she was prescribed fibrase. After visiting the general practitioner, the patient's husband called (B)(4) to report this incident. The patient then went to a dermatologist that was recommended by (B)(6). Dr. (B)(6) removed the wart and prescribed 2 medications stating that she had a third degree burn.

Manufacturer narrative:
The implicated product has been requested for evaluation and a manufacturing investigation has been initiated. A follow-up will be submitted when the manufacturing investigation has been completed. If the implicated product is returned, the evaluation results will be submitted as well.